Manufacturer narrative:
Analysis of the instrument and instrument data indicate that cause for the discrepant depressed ecrea results was a misalignment of the r2 reagent transfer arm. A siemens healthcare field service engineer was dispatched to the site and performed repairs to the r2 reagent transfer arm to resolve the issue. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant depressed results were obtained for enzymatic creatinine (ecrea) on patient samples on the dimension vista instrument. The patient results were reported to the physician who questioned the results. The samples were subsequently repeated and higher results were obtained . Corrected reports were issued. It is unknown if patient treatment was altered or prescribed on the basis of the discrepant depressed ecrea results. There was no report of adverse health consequences as a result of the discrepant depressed ecrea results.